Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been in hospital due to low blood glucose since (B)(6) 2020. The customer's blood glucose level at the time of the incident was 1.1 mmol/l. The customer was in a coma still not responding. The customer was treated with glucose tablets. The customer was treated with an intravenous drip in the hospital. The insulin pump will be returned for analysis.